Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient reported experiencing vomiting and nearly fainting. The patient stated that the cgm readings appeared erratic, although no additional details regarding the fluctuations were provided. During the event, a fingerstick bg was performed and measured 29 mg/dl, while the dexcom cgm displayed 240 mg/dl. With assistance from his wife, the patient consumed juice in response to the low fingerstick bg value. No medical attention was sought, and no additional treatments or medications were administered. The patient remained at home and monitored his condition until his glucose levels improved. It was noted that the patient was connected to a tandem t:slim x2 insulin pump at the time of the event. At the time of reporting, the patient described feeling ¿fine.¿ no data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the e zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.